Event description:
Additional information was received, the patient met with their representative on (B)(6) 2025 because they were not feeling any relief. The representative reprogrammed the two leads and the patient was waiting to meet with them to determine next steps.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial# (B)(6) implanted: (B)(6) 2010 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: product ID: 3778-60, (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they had a cervical surgery over a month ago on (B)(6) and now they are having a bone growth stimulator surgery tomorrow. Caller stated they are getting injections for pain in their lower back which is where the stimulator was put in for their lumbar area. Caller asked if they could use the bone stimulator down there because that's where the controller is and it is magnetic. Agent provided caller with information on keeping the external magnetic field coils away from the neurostimulators. Agent also mentioned to have their hcp call us for more guidelines. Agent provided tech number. Caller also mentioned that the leads that they have are from the original placement and the box inside of them has been changed a few times already and they were told it's very dangerous to try to take it out to put in a new controller if this one is not working and to take out the leads cannot be done because it has been there for so long. Agent reviewed information with caller that it depends on the managing hcp and redirected caller to their healthcare provider for more information. Agent tried calling the patient back to gather more information about the pain in their lower back and gather an event date but routed to vm. Patient called back and stated they were calling because the person they spoke with earlier left a voicemail asking for additional information. Agent gathered event date from patient. Patient stated that their ins does not really work for them since the year it was implanted (patient does not recall the exact month). Patient also mentioned that they would not feel the ins working because they just realize that the battery of the ins was depleted by looking at the controller meaning they do not feel any difference with the ins on or off. Patient mentioned having cervical surgery last month and the doctor suggested them to get a bone growth stimulator. Patient mentioned that they will have surgery in the lumbar area because the ins is not taking care of everything. Patient mentioned history of replacing their ins and that the leads from the previous ins are broken and were not taken out of them. Patient mentioned they might get a new stimulator to resolve their issue with pain. Patient also stated they are taking drugs to try and manage the pain. Patient mentioned they notified an mdt rep many years ago and they were reprogrammed a couple of times but the ins still is not working as intended.